Event description:
It was reported that a patient received a vena cava filter at one hospital by a trauma md, after a motorcycle accident. At a scheduled retrieval three or four days later at a different hospital, the physician discovered that the filter was tilted with the apex against the cava wall and there were two fractured/detached components. The physician used a pta balloon to move the filter from the apex and was able to retrieve the filter and the fractured components. It is not known if there were any interventions on the patient after the filter was implanted, as the facility would not release further information. No reported injury to the patient.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample g2 filter was returned without the delivery system and evaluated. Upon inspection of this returned sample, one set of legs on the filter were twisted together. The filter was missing one leg and one arm that were not returned. Once cleaned, heat was applied to the filter and the filter took shape. There were 5 arms and 5 legs/hooks present and intact. The filter was measured with the following results: all measurements that were taken were within specification. The filter was viewed under magnification (microscope) and the breaks appeared to be fatigue fractures. Around the edges of the fracture surface it appears to be shiny, indicating fatigue. The arm break was approximately 2mm from the proximal edge of the sleeve and the leg/hook broke at the sleeve. The result of the investigation was confirmed for detachment of components, root cause unknown. The current IFU (instructions for use) on potential complications states: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.